Manufacturer narrative:
The cobas 8000 cobas c 502 module serial number is (B)(6). The field service engineer (fse) inspected the module and found damaged vacuum tubings on two rinse nozzles. He replaced these parts and adjusted the rinse levels. The module's performance was verified with successful mechanism and precision checks by the fse and calibrations and qcs by the customer. The investigation is ongoing.

Event description:
The initial reporter received questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application results from an unspecified number of patient samples tested on the cobas 8000 cobas c 502 module. One example of discrepants results was provided: the initial result was 8.1%. The repeat result was 5.8%. The physician questioned the initial result, prompting the patient's sample to be rerun. The repeat result matched the clinical picture and was deemed correct.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.